Event description:
The customer reported threshold suspend being activated, with a sensor glucose value of 40 mg/dl. And a blood glucose value of 132 mg/dl. At the time of the event. The customer also reported lost sensor alarms and calibration errors with the related sensor. The customer was sent a replacement sensor as a courtesy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.